Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received samples but were not evaluated. Photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® precisionglide¿ multiple sample needle had poor sleeve function.

Manufacturer narrative:
Common device name corrected from "n/a" to "blood collection needle."